Event description:
It was reported that the pump did not recognize that the cassette fits, which contains the medication to be infused. There was no patient involvement and no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Visual and functional tests were performed, which found no problems. The event history log revealed a few "no disposable" reports. The reported problem was not duplicated but it was identified during the ehl inspection. The most probable cause was a faulty dso sensor. A preventative dso sensor replacement was done, and the device passed functional/delivery tests after that replacement. The service history review had no indication that the complaint was related to a service of the device within the review period.